Event description:
A customer reported to baxter corporate product surveillance a continu-flo solution set in which a no flow was observed. According to the report the primary tubing was lowered in order to run a secondary infusion. The primary set was connected to a sigma spectrum infusion pump. The slack of the tubing between the pump and the primary pump caused a bend in the tubing. This resulted in the pump alarming for an upstream occlusion alarm. The alleged defect occurred during patient use. However, there are no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.